Event description:
Patient stating his new solis pump he received is giving him an error. Patient was able to successfully switch to backup pump without any issue. Patient states that the pumps 1 cycle then alarm goes off stating pump stopped by an alarm that has since been cleared. Patient acknowledges that then it alarms saying cassette was partially unlatched. Fully remove and reattach cassette. Patient performs unlatch and reattaches~ and still gets same alarm. No adverse event were reported. Return box was sent to pt and pharmacy is replacing pump. Pump serial number: (B)(6). No additional information or details available. Diagnosis for use: (pulmonary arterial hypertension).